Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the medium-large clip applier instrument to perform failure analysis (fa). Fa was not able to confirm nor reproduce the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition, engagement and 3 clip tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was fully functional.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier instrument had a ¿bad clip.¿ the user completed the procedure, and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the surgeon and obtained the following additional information: clipping was not possible. No fragment fell into the patient. The issue occurred when the surgeon attempted to clamp on a vessel or tissue bundle. The issue was related to clip opening after closure of the clip. The medium-large hem-o-lok clips were the size and type of clips used. The vessel or tissue bundle was not greater than the specified diameter suggested in the instructions for use (IFU). The issue was resolved with a backup instrument. There were no photos and/or videos of this event available for isi review.